Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor smooth saline prostheses experienced bilateral deflation post procedure. The left implant went flat and the right was rippling. The physician confirmed left sided deflation and suspects right sided deflation. As a result, removal and replacement with unknown prostheses was performed on (B)(6) 2020. See 1645337-2020-08205 for contralateral prosthesis report.